Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. There were no electronic patient records from the reported event date. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device did not deliver a defibrillation shock during resuscitation of a patient. Manual CPR was provided to the patient and a back-up device was available within 5 minutes. After approximately 15 - 20 minutes the resuscitation attempt was stopped without success. The collapse of the patient was unwitnessed and the patient's downtime before he was found, is unknown. The patient had expired.